Manufacturer narrative:
Resolution and disposition: the manufacturer's field service engineer replaced the single station solenoid, three station solenoid and the main harness to resolve this issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the device failed with a crossover circuit fault. No patient involvement reported.

Manufacturer narrative:
Root cause:the 3 station solenoid & single station solenoid was tested and no failures were identified. The crossover circuit test failed was not duplicated.